Event description:
It was reported that the brakes were difficult to engage/disengage and there was a false latch of siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.